Event description:
Physician used needle in kit and did not obtain core biopsy sample. Physician then opened a dj4011x, lot# l9s058 and the needle would not penetrate the bone ("it slipped off"). The physician then opened a third needle (dj4011x, lot# l9s058) and had same experience. Another needle (catalog #unk.) Was obtained and procedure was successfully completed. The physician has used product for a number of years.